Event description:
Pt here for cardiac cath procedure. At completion of procedure, sheath removal begun. The sheath sheared completely off resulting in a free floating foreign body in the arterial vascular system. The device is introduced into the artery with the sheath internal and the hub external. Due to the event, the pt required emergent vascular surgery and a 2 day hospitalization.